Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported hospital visit, hyperglycemia and needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 26 mmol/l (468 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours. The hospital was visited, a bolus of 2 units was given through the pod and a manual insulin injection of 4 units using a pen was administered to the patient. Upon removal, it was noticed that the pink slide did not move forward; indicating a failure of the needle mechanism.